Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a local technician. No information was provided suggesting any defect or malfunction of the machine, and no alarms were generated suggesting that the reported uf deviation was within specifications. No component was replaced during the service intervention, and no further information was provided about the service intervention. The reported condition was not verified. The reported event likely was due to incorrect weight/calculation error or food/drink intake/outtake recording. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ak 96 machine experienced a reverse ultrafiltration event. Prior to hemodialysis therapy the patient weighed 52.2 kg with planned ultrafiltration (uf) volume of 2l in 4 hours. After dialysis, the body weight was 53.2kg and the patient presented with chest tightness. A treatment restart was reported to remove the extra fluid. The patient was redialyzed with a different dialysis machine, the chest tightness disappeared and the patient no longer felt uncomfortable. No additional information is available.